Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat cystocele, rectocele, and uterine prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, vaginal scarring and vaginal discharge. It was reported that the patient experienced pain, bleeding, dyspareunia, infections and underwent mesh revision on (B)(6) 2007 and on (B)(6) 2009. There was an attempt to explant the mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).